Event description:
It was reported that the customer experienced a cartridge alarm 20 issue while pumping, which resulted in the unnecessary wastage of two full boxes of cartridges and associated supplies. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The technical support team advised the customer on proper handling procedures and expedited the supply replacements, while also deciding to replace the pump to resolve the issue.